Event description:
The reported event involves a peri-procedural adverse event, major bleed, hemostasis management, and blood transfusion. During the course of care, the patient underwent bronchoscopy, during which ulcerations in the lungs and soft palate trauma were identified. Bronchoscopy is a known invasive procedure associated with potential complications, including mucosal injury and bleeding, particularly in critically ill patients. These findings, along with the patient¿s underlying clinical condition, represent plausible contributors to the observed bleeding. At the time of the event, the impella 5.5 purge solution consisted of d5w with sodium bicarbonate, which is acceptable per the instructions for use. Based on available information, there is no evidence of a causal relationship between the impella 5.5 and the reported events.

Manufacturer narrative:
B2 added selection that was omitted from the initial report that was submitted. B5 added clinical rationale that was omitted from the initial report that was submitted. D4 UDI was added as it was omitted from the initial report that was submitted. E1 zip code extension was added as it was omitted from the initial report that was submitted.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: ppae (major bleed): the cause of the injury was not determined due to insufficient clinical details.

Event description:
An impella 5.5 was implanted in a 68-year-old female undergoing high-risk surgery. During the course of care, the patient underwent bronchoscopy, where ulcerations in the lungs and soft palate trauma were identified. Due to these findings and an ongoing bleeding risk, anticoagulation was withheld. The patient received blood products and remained off anticoagulation. Following bronchoscopy, bleeding was noted. No further information was provided as to the outcome of the patient.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D6b explant date provided.